Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" could not be confirmed. No signs or evidence of a leak were found at the area of the blue winged luer cap or anywhere on the entire device. A leak test was also conducted; however, no evidence of leak was found. The sample performed as expected. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device and/or any additional information become available a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv50 device was observed leaking at the location of the luer lock before use. The device was filled with pamidronate (90mg in 250ml sodium chloride 0.9%). The fill port and blue winged caps were checked and tightened prior to packaging; however, the blue winged cap was later found loose after packaging. There was no reported patient injury or medical intervention. Three (3) intermate devices, all lot #10b075, were reported leaking through the blue winged luer cap. This report is for device 2 of 3.